Event description:
It was reported that upon pre-test the balloon did not inflate. As a result, the product was not used.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: on 6fr. 4-l thermodilution catheter & one 1.10cc syringe were returned for evaluation. Using 4x magnification, no obvious damage to balloon was observed. No obvious anomalies to catheter or syringe were observed. Returned syringe was attached to catheter balloon extension line & 1.0cc of air was injected into inflation lumen; balloon did not inflate. Balloon was submerged in water, 1.0cc of air was injected in inflation lumen; balloon did not inflate & no evidence of balloon leakage was observed. Syringe was attached to proximal lumen, opening at distal end of lumen was manually occluded & 1.0cc of air was injected into lumen; bubbles emerged steadily out of stopcock at proximal end of balloon extension line. Syringe was attached to distal extension line, distal lumen was pressurized with air while lumen opening at distal tip of catheter was manually occluded; syringe plunger bounced back & no evidence of leakage along catheter was observed. Molded juncture box was sectioned & a void was found within juncture box; however, specific location of crossover was not located. No evidence of nonconforming material was found during a review of catheter device history records. No inventory remained of lot mf8103450. Testing of returned sample revealed once inflation lumen was pressurized, bubbles emerged from proximal extension line. This indicated an interlumen crossover between inflation & proximal lumens & was attributed to a potential manufacturing-related cause. A non-conformance has been initiated to address this issue.